Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, when the sheath was inserted into the right atrium and the viewflex catheter was inserted into the sheath and then removed, blood leaked from the hemostasis valve. The sheath was replaced and inserted into the left atrium, but while inserting the tacticath se catheter, blood leaked from the hemostasis valve again. The sheath was replaced with a second sheath, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only products inserted directly into the hemostasis valve were the included dilator and viewflex catheter. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure. The hospital discarded the reported sheaths.